Event description:
It was reported that the clamp broke during a revision surgery being performed, due to infection. The revision could not be completed at that time. The pt was revised successfully three days later.